Event description:
New information received indicates that high pacing impedance, high capture threshold, and loss of capture were noted on the right atrial (ra) lead.

Event description:
It was reported that during surgery, high pacing impedance, high capture threshold, and loss of capture were noted on the lead. After trying different positions and performing multiple tests, the lead was not used, and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.